Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant after wake boarding and felt a pop. Additionally, the patient developed a breast cyst. The product was returned to mentor for evaluation. Mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in three parts. A microscopic examination was performed and a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine-needle aspiration if the cyst is large or uncomfortable. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis rupture, breast cysts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses when the right breast prosthesis ruptured while she was wakeboarding. It was reported that the patient felt a pop. Additionally, the patient felt pain in her right breast and developed a large lump on it. It was also reported that the patient underwent a lumpectomy on the right breast in 2020. MRI results confirmed right breast rupture. A mammogram showed that the right breast lump is a cyst. The MRI showed small cysts in the left breast tissue as well. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 480cc gel breast prostheses on (B)(6) 2021. During explantation, it was observed that the patient¿s left breast prosthesis was ruptured and that she had developed baker grade ii capsular contracture in her left breast. This medwatch report is for the patient¿s right breast prosthesis.